Manufacturer narrative:
Follow-up #3.the retain test strips have been further evaluated by lifescan product analysis with the following findings: although it was previously reported that the retain test strips failed performance testing with blood, the evaluation has concluded that the retain test strips passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1: the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint passed all testing with no faults found. The reported issue could not be confirmed. In addition, product analysis performed testing on retain test strips. The retain test strips failed performance testing with blood. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On september 22, 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter displayed inaccurately high results compared to her feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained when a senior cca reviewed the call as the medical surveillance specialist was unsuccessful in contacting the patient with follow-up questions. The patient claimed that the meter started reading inaccurately on "(B)(6) 2015 or sooner", although no results were provided for this time. The patient manages her diabetes with a combination of medications, including insulin. She reported that on (B)(6) 2015, after she obtained an alleged inaccurately high blood glucose result at "dinner time", she "started having symptoms". As a result, she reported that she administered 25 units of novalin r insulin instead of the usual 15 units. She claimed that between 10:30-10:45pm on (B)(6) 2015, she tested again and the result of "389 mg/dl" was "still high" so she took another 20 units novalin n insulin. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient claimed that about 5 hours after administering the insulin, at "around 3:30am" on (B)(6) 2015, she developed symptoms of "sweatiness and dizziness". It is unclear whether the patient associated these symptoms with a high or low diabetes excursion. No additional treatment or medical intervention was specified. She denied using any other device to test her blood glucose levels. During troubleshooting, the cca established that the patient's test strips had been stored correctly and the subject meter was set to the correct unit of measure. The patient did not have control solution available to test the meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained inaccurate high readings on the subject meter, administered increased medication based on the alleged results and reportedly developed symptoms suggestive of a severe diabetes excursion, after the alleged meter issue began.